Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: material no:11522558 batch no: 20116053 alaris pump infusion set tubing, became disconnected just below the drip chamber when the rn was priming blinatumimab. Rn was wearing all appropriate ppe and did not come in contact with medication. Medication spilled onto sterile barrier.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that tubing became disconnected just below the drip chamber when the rn was priming could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 20116053 was performed. Here were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #20116053 regarding item #11522558 9616066-2021-50952-1. See h.10.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: material no:11522558 batch no: 20116053. Alaris pump infusion set tubing, became disconnected just below the drip chamber when the rn was priming blinatumimab. Rn was wearing all appropriate ppe and did not come in contact with medication. Medication spilled onto sterile barrier.